Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the lower door cap cover and x-stage cover were replaced. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: b i20000400, serial/lot #: none, product ID: bi20000927, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a system checkout. It was reported that the x-stage and lower door cap covers were damaged. There was no patient present when this issue was identified.